Event description:
It was reported that high impedance was observed. X-rays were taken and reported to show a break in the lead. The patient was referred to neurosurgeon for device replacement. It was later reported that the patient will not proceed with vns replacement surgery. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient is now planning to proceed with vns replacement surgery. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.